Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported event. Upon further evaluation the cause of the reported issue was determined to be due to an incorrectly placed ferrite bead cable tie, which pressed down on integrate circuit, designator u1, on the analog pcb assembly. The pressure resulted in legs 8,9 and 10 of u1 to be crushed down, and legs 1 and 16 to lift. This caused a broken solder connection at leg 16 to the analog pcb assembly and resulted in a open circuit, causing resistor, designator r212 to arc and burn open. This resulted in the loss of the negative portion of the biphasic output waveform.

Event description:
The customer contacted physio-control to report that their customer's device showed a service wrench. Upon further evaluation, physio control observed a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient use associated with the reported event.